Manufacturer narrative:
The field clinical engineer reported the unit was working intermittently. There was no pt impact. Results will be provided upon completion of the investigation.

Event description:
The user alleged that the smith advisor unit was not reporting blood pressure measurements.